Event description:
Attorney alleges that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and an unspecified bard/davol perfix plug (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and perfix plug (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with direct and indirect right inguinal, right femoral and spigelian hernias thereby underwent laparoscopic repair with implant of bard flat mesh (device 1), perfix plug (device 2) and biological mesh. Per op notes, ¿a direct hernia defect along with an indirect hernia defects were noted and reduced. A bard flat mesh (device 1) was placed and tacked to cooper¿s ligament. The femoral hernia defect was noted and reduced. A biological mesh was placed and tacked. A right spigelian hernia was identified in the right rectus muscle. A perfix plug (device 2) was placed and tacked.¿ (B)(6) 2017 - patient was diagnosed with ventral hernia and pain thereby underwent open repair with excision of bard flat mesh (device 1) implant of synthetic mesh. Per op notes, ¿a ball of previously placed inguinal mesh (device 1) had migrated up into the preperitoneal plane. The old mesh (device 1) was excised and removed. The hernia defect was noted and reduced. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be the best estimate. Updated fields: a2, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol bard flat mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug(device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol perfix plug(device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and an unspecified bard/davol perfix plug (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and perfix plug (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.